Event description:
Prior to inserting a gastroscope into a patient's mouth for an egd procedure, smoke was noted to be coming from the tip. Doctor used a gloved finger to extinguish the smoke and burned the tip of his finger.